Manufacturer narrative:
Pg inoperable was reported to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that it must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with allowing the ipg to deplete beyond a recoverable state.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in subsequent submission.

Event description:
It was reported that the patient's ipg was inoperable. The patient underwent surgical intervention wherein the ipg was explanted and replaced. Therapy was established post op.